Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. Following predilation with a non-bsc device, a 2.50 x 24 synergy drug-eluting stent was advanced but resistance was encountered. The device was removed from the patient with no resistance encountered. However, it was noted that the stent struts were found to be lifted. The procedure was completed with a 2.5x20 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found some struts were damaged; distorted and stretched. The undamaged stent od (outer diameter) at the proximal end was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. Following predilation with a non-bsc device, a 2.50 x 24 synergy¿ drug-eluting stent was advanced but resistance was encountered. The device was removed from the patient with no resistance encountered. However, it was noted that the stent struts were found to be lifted. The procedure was completed with a 2.5x20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.